Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00537, 1627487-2021-01147, 1627487-2021-01148, 1627487-2021-01149 it was reported the patient¿s system was explanted. Reason and date of explant is unknown.